Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (normal range is 0-29 ng/ml): patient 1 initial result was 141.6, repeat result was <7, repeat result, on another analyzer, was <7 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2024-00054-00 under a different suspect device. All available patient information was included. Additional patient details are not available. The complaint investigation for a falsely elevated architect stat troponin-I result on the architect i1000sr, serial number i1sr61978, included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The sample arc, probe, list number 08c94-47 was calibrated, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.